Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number and one photograph were provided for evaluation. Upon visual inspection of the picture, bubbles were observed inside the line. Based on the data from the investigation, the reported defect was confirmed. Several factors related to air in line could contribute to inadequate priming of the IV line, infusion of cold solutions which may exhibit air bubbles as the fluid warms up, incomplete filling of the drip chamber during priming, etc. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4). The investigation is ongoing at this time. A follow-up will be submitted, when the investigation results become available.

Event description:
It was reported, to b. Braun medical inc.. That an infusomat space pump intravenous (IV) pump set (material 363430, lot#: unknown) was being used to administer norepinephrine at 75 milliliters (ml), per hour on (B)(6), 2024. According to the complainant, the tube less than 60 in use. There were bubbles in the line. Tried to flick it, but would take lots of time to remove all. And patient is on norepinephrine, IV tubing changed. From checklist: air in line. Used prime function to remove the air in the line and infusion restarted. Alarm reoccurs, used prime function again to remove the air in the line and restart infusion. Open door, remove and visualize tubing, tab the tubing section and observe for bubbles. No visible bubbles, reload the tubing and restart infusion. Alarm re-occurs. The complaint device has not been returned to the manufacturer for evaluation.